Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer 's caregiver reported on behalf of the customer who received a reading of "lo" (readings less than 40 mg/dl) on the sensor scan compared to a results of 264 mg/dl and 304 mg/dl obtained on the competitor meter. Customer experienced seizure and loss of consciousness and was treated with insulin by his father. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer 's caregiver reported on behalf of the customer who received a reading of "lo" (readings less than 40 mg/dl) on the sensor scan compared to a results of 264 mg/dl and 304 mg/dl obtained on the competitor meter. Customer experienced seizure and loss of consciousness and was treated with insulin by his father. There was no report of death or permanent impairment associated with this event.